Manufacturer narrative:
Additional patient information received. A2 and a3a updated. H6 updated.

Event description:
Updated clinical narrative: impella cp was inserted via femoral artery in a 41 year old male patient for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as stage c scai shock stage. While on support high purge pressures were noted, so a purge cassette swap was completed with little change to the purge pressure. An aic alarm of "purge system failure" occurred so an aic exchange was performed which resulted in a loss of the placement signals, however motor current and flows were noted as providing adequate support. The patient remained on support and was later successfully escalated to an impella 5.5 unrelated to loss of placement signal.

Manufacturer narrative:
B5: updated the clinical review h6: omitted f26 and a140508.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an impella cp being used on a patient for acute myocardial infarction. It was reported that during support, there was purge pressure high and purge flow low issues noticed. There were no purge system kinks or visible problems. The purge system was changed and the purge flow normalized but then the new alarm on aic "purge system failure - change aic". The purge system was exchanged and the patient was stabilized. After the exchange, no further placement-signal issues occurred on the new aic but the pump was working well with pulsatile motor current in range. Troubleshooting was performed but the issue did not resolve and there was a recommendation to remove the pump. The pump remains on for support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.